Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2007, a 3.0 x 23 mm rx xience v stent was implanted in the non-tortuous, non-calcified, proximal rca lesion. However, in 2009, the patient experience chest pain (class ii stable angina), which required hospitalization. A diagnostic coronary angiography was performed and stenosis was noted, which required treatment via revascularization with another drug eluting stent (des) at about 6 days later. The reported patient effects resolved two days later. No additional event or patient information is available.

Manufacturer narrative:
Stenosis and angina, as noted in the instructions for use, are known adverse events associated with coronary stenting and are not necessarily and indication of a product quality deficiency. Stenosis, angina, and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency. It is possible that the angina was a secondary effect of the stenosis, which required hospitalization and treatment via revascularization with another drug eluting stent. A conclusive root cause could not be determined.